Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: ambient valve defectiv. Correction: ambient valve replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary:"release valve defect" message after tightness test.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: ambient valve defectiv. Correction: ambient valve replaced.

Event description:
The following was reported to hamilton medical ag: summary:"release valve defect" message after tightness test.